Manufacturer narrative:
The field service engineer checked alignments. Siemens continues to investigate. The instructions for use states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed an initial reactive (positive) atellica im 1300 sars-cov-2 total (cov2t) result for a patient that was considered discordant when compared to repeat non-reactive (negative) results. The initial reactive cov2t result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2020-00333 was filed on october 9, 2020 reporting an initial reactive (positive) atellica im 1300 sars-cov-2 total (cov2t) result for a patient that was considered discordant when compared to repeat non-reactive (negative) results. Additional information: november 30, 2020. Siemens has concluded their investigation. The customer obtained a reactive (positive) atellica im sars-cov-2 total (cov2t) for a patient sample ( same patient) with reagent lot: 035. The reactive results ( index 1.22) with lot: 035 ( tested on (B)(6) was considered discordant when compared to the (negative) nonreactive atellica im cov2g (index 0.28) lot: 002 and also when compared to subsequent cov2t testing using lot: 035 and lot: 001. Summary of results below: sid date assay lot results (B)(6), on (B)(6) 2020, cov2g, 002 0.28, non- reactive, (B)(6), on (B)(6) 2020, cov2t, 035 1.22, reactive, (B)(6), on (B)(6) 2020, cov2t, 035 0.99, non -reactive, (B)(6), on (B)(6) 2020, cov2t, 001 0.89, non-reactive. The calibration and qc was acceptable. No pcr testing available. No symptomology provided. Based on the limited information, the reactive sample is reading near the cut-off and it can be expected that if repeated they would observe a non-reactive result based on the precision at the cutoff. Based on the information siemens has at this time, it appears the non-reproducibility issue is not consistent and is impacting random samples. A product problem was not identified. The customer is operational. No further action required . In section h6, the investigation finding, and investigation conclusion codes were updated.